Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving an unknown drug via an implantable pump for spinal pain. It was reported that the patient came in with elective replacement indicator (eri) alarm and got a refill but they were unable to silence the active alarm. It was noted they changed the reservoir volume and two other factors, but the alarm did not silence and she was not with the patient/hcp who did the programming. Technical services (tss) asked if these three changes were all made within one update or if there were several updates done. Tss also asked if any new events were showing up in the logs more recently than the eri. The hcp would ask and follow up.